Event description:
Pedicle screws were implanted without the pt's knowledge or consent and within nine months began to crack and separate from the set screw. The majority of the device was removed but some pieces remain embedded in the pt's spine. The pt is disabled and in constant pain.